Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump history intermittently became inaccurate despite being in use. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot or follow up with tandem technical support.